Event description:
Parent artery was small in diameter; aneurysm was size 8.5 so the physician used a sized 8 presidio (details unknown). It did not fit the way the physician wanted that size was pulled out and replaced with a size 6 presidio ((B)(4)). The physician pulled half of it out to reposition and it then detached. The coil couldn¿t be pulled out and it couldn¿t be implanted due to the stretching. The physician tried to snare it but couldn¿t get the whole thing out. It was decided to pin the coil up against the artery wall. The procedure was finished with a competitor¿s product (details unknown) and four enterprise stents (details unknown). The entire procedure took five hours to complete. As of morning of ( B)(6) 2013, the patient is fine with minor arm weakness. Sales rep will forward a picture of the incident from the procedure. The target vessel was the middle cerebral artery.

Manufacturer narrative:
Concomitant medical products: competitor coil (size unknown) presidio coil ((B)(4)) four enterprise vrd stents (details unknown) additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the 8mm presidio (product/lot unknown) was removed from the patient without deploying as it did not fit in as desired. The next coil used, a 6 x 26 presidio 10 cerecyte microcoil (pc410062630/(B)(4)), stretched during repositioning, detached and after unsuccessful snare retrieval the coil was pinned against the artery wall using a stent. There was no flow restriction as a result; however, it was reported that there was probably small embolic infarct with minimal arm weakness due to the event. The procedure was treatment of an 8.5mm middle cerebral artery (mca) aneurysm. The parent artery was small in diameter and tortuous. The aneurysm was secular and measured 8.5 mm from the neck to the dome. The first coil, a 8mm presidio (product/lot unknown) did not fit as desired and was withdrawn and replaced with a 6 x 26 presidio 10 cerecyte microcoil (pc410062630/(B)(4)). During repositioning of the 6 x 26 presidio 10 cerecyte microcoil (pc410062630/(B)(4)) the coil detached. It was further reported that it stretched prior to detachment. The coil could not be pulled out and it could not be implanted due to stretching. After an attempt to snare it out was unsuccessful in removal of the entire coil, enterprise stenting was used to pin the coil up against the artery wall (details unknown). The user denied that there was resistance during repositioning. The procedure was finished with a competitor¿s product (details unknown) and four enterprise stents (details unknown). An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. There were no kinks in the microcatheter that could have contributed to the event. The distal end of the microcatheter was not positioned over the coil when the coil was deployed. There was no coil entanglement that could have contributed to the event as the coil was the first one in the aneurysm. The entire procedure took five hours to complete. The procedure was completed using a noncodman device. As of two days post procedure it was reported that the patient is fine with minor arm weakness. There was no flow restriction as a result of the procedure. The lot number for the 8mm presidio which did not fit as desired is not known; therefore the device history record review cannot be completed. Based on the available information it appears that device size selection and vessel/aneurysm characteristics likely impacted this event with no indication of any device manufacturing issues. Therefore, no corrective actions will be taken at this time. The device positioning unit (dpu), the coil, and the sl-10 microcatheter were not returned. A photo of poor and distant quality was received. Without the return of the products used in the procedure, the exact root cause cannot be determined. Based on the reported information it appears that during repositioning of the coil inside the aneurysm, the coil may have become anchored on itself or on the distal tip of the microcatheter. If anchored while being retracted, this may have contributed to the stretching and severing from the dpu. A definitive conclusion cannot be made; however, the angle of the coil as related to the mc is a factor that may also have an impact on the event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the available information and without the return of the dpu and concomitant microcatheter a definitive conclusion cannot be made regarding the root cause of the reported event. The device labeling outlines appropriate techniques related to identified potential procedural factors contributing to the event. Emboli, ischemia and neurological deficits are known potential adverse events associated with the use of the embolic coil and the procedures they are used in as outlined in the instructions for use. A definitive root cause or relationship to the device cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 1 of 2 related to sr# (B)(4).